Event description:
The customer returned the high flow insufflation unit to the service center for a separate issue. During the device analysis, the evaluation indicated that the light emitting diode (led) does not light up due to a front panel malfunction. It was determined that the front panel unit needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.